Event description:
It was reported that the customer had a low suspend alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. It was explained to the customer how low threshold works and possible cause and discuss calibration and sensor glucose versus blood glucose issues a little more in depth. No further assistance needed with insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.